Event description:
Customer requested assistance on calibrating. Customer's blood glucose was 409 mg/dl. Customer inquired on how to turn off high blood glucose alert. Customer was assisted on turning on alert silence. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.